Manufacturer narrative:
This report is 2 out of 2 reports for this event. The subject device was disposed of at the hospital.

Event description:
It was reported that post mechanical thrombectomy procedure with the subject retrievers for a clot located in the left internal carotid artery, the patient experienced an unspecified neurologic deterioration and no treatment was required. The patient was discharged to another hospital approximately 4 days after the procedure. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient complications of neurological deficits is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that post mechanical thrombectomy procedure with the subject retrievers for a clot located in the left internal carotid artery, the patient experienced an unspecified neurologic deterioration and no treatment was required. Neurologic deterioration was reported to be caused by the natural progress of the brain infarction and not by the devices. The patient was discharged to another hospital approximately 4 days after the procedure. No further information is available.